Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 (fx643t) was not adjustable before use. The product is still in the sterile packaging and has not been used. The complained product will be returned to the manufacturer for investigation.

Manufacturer narrative:
During our investigation we were able to determine that the adjustability of the progav 2.0 functions as described in the specifications. We also found that the valve must have been adjusted before. When the valves are delivered, they are always set to an opening pressure of 5 cmh2o, as described on the valve's sterile packaging. Based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. The examination of the return has been completed with the drafting of this report.

Event description:
The device was returned to the manufacturer for examination. Preoperative. Still no patient harm reported.